Event description:
It was reported that during a routine follow-up, a single measurement of low impedance was noted on the atrial lead. The device was reprogrammed to change the atrial lead pacing polarity to bipolar. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.